Manufacturer narrative:
An additional lot number was provided (m302052). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) below 40 mg/dl. Customer entered the intended amount in the pump for the bolus; however, it ended up being too much insulin. Customer's husband provided glucose tablets to treat bg. Additionally, the customer drank coca cola to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.